Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys ft3 iii results for one patient sample. The medwatchs involved in this event include a1 patient identifiers (B)(6). Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided.

Manufacturer narrative:
The sample was submitted for investigation and was tested on a cobas 6000 e 601 module. The results were: tsh 2.77 uiu/ml. Ft4 ii 1.52 ng/dl. Ft4 iii 1.08 ng/dl. Ft3 4.43 pg/ml.

Manufacturer narrative:
As no sample from the patient could be provided for further investigation, a specific root cause could not be determined. From the data provided, a general reagent issue could be excluded.